Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a transcatheter aortic valve implantation procedure. Reportedly, the plunger was removed and the sutures were found broken. Another proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The other proglide is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported suture break. The anterior cuff with the link was attached to the needle tip. The link had broken at the posterior cuff. A link break can result in a failure to retrieve the suture during plunger removal and have the same result and appearance as the reported suture break. Based on the analysis the cause of the link detachment appears to be related to operational influences during use. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no relevant non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.